Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, ventricular lead noise was observed on the rv lead. Programming changes were discussed. No patient symptoms were reported. The patient was stable.